Event description:
A customer contacted beckman coulter inc., (bec) to report obtaining erroneous differential results, low neutrophil% and high eosinophil%, from unicel dxh 800 coulter cellular analysis system on three patient samples in the primary mode with no instrument generated flags. Operator defined flags prompted the manual differential review of results. Review of the printouts also showed erroneous high monocyte% results for patient 2 and erroneous high lymphocyte% and low monocyte% results for patient 3. Erroneous results were not reported outside the laboratory. Patient results are provided. There was no death, injury or change to patient treatment attributed to this event.

Manufacturer narrative:
The specimens were drawn in 5ml vacutainer tubes and were approximately 15 minutes old at time of analysis. Controls were run before and after the event. Customer states that all qc is acceptable. The unit is performing within qc specifications and patient samples from previous runs were run to confirm accurate results. A field service engineer (fse) was dispatched and replaced the diff pak on the instrument. The fse reran qc and performed repeatability which passed published performance specifications. The fse noted that differential parameters looked normal after replacement of the diff pak. Per product labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. Root cause is unknown at this time based on information received.